Event description:
It was reported that the customer went to the hospital after experiencing multiple no delivery alarms. The reported blood glucose reading was between 20.4 and 24.4 mmol/l. Troubleshooting was not possible. Advised the customer to change the infusion set, and call back for troubleshooting as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.